Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had no video transmission and the jet channel was loose. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeled and the probe unit was chipped. The report is being submitted due to failures found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found switch #1 did not work, switch #2 did not work due to damage on the switch box, the control unit got warm due to a short on the cable, the control unit had corrosion due to water leakage, the scope ID was missing data, the electrical connector had corrosion due to water leakage, the scope connector had corrosion due to water leakage, the cover joint was discolored due to water leakage, the plate had corrosion, the ID cover was corroded, water tightness was lost due to damage on the forceps elevator wire pipe, flare occurred due to damage on the charged coupled device, the displayed ultrasound image was defective due to peeling of the acoustic lens, illumination was poor due to breakage of the light guide bundle, the connecting tube was sticky, the bending tube was damaged, the insulation resistance did not meet the standard value due to damage on the condenser unit, the ultrasonic connector was sticky due to water leakage, and the universal cord was sticky. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.